Event description:
Post bilateral mastectomy for cancer, a breast tissue expander was implanted in the left breast area. The expander was found to be leaking saline postoperatively and was removed the following day. No cracks were noted on the device.